Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 5076-45 crdm non-defib lead implanted:2007 (B)(6); 4196-78 crdm non-defib lead implanted 2010 (B)(6).(B)(4).

Event description:
It was reported that three days post device implant there was an alert for intermittent high impedance on the right ventricular (rv) lead. Additionally, impedance is fluctuating and a lead fracture was suspected. It was also noted that high impedance could be due to a set screw. The patient was checked twice last week in the clinic and will be checked again this week. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.